Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 72 (mg/dl). Tandem technical support made multiple attempts to follow up with customer but were not able to.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.